Manufacturer narrative:
An event regarding malposition involving a scorpio femoral component was reported. The event was confirmed via medical records. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: "revision of scorpio cr tibial bearing with femoral component due to instability some 8-years post implantation in a female patient of (B)(6) with near normal body weight (B)(6). During revision poly wear with a polyethylene synovitis was noted with a ¿posterior sag¿ indicating pcl insufficiency and the femoral component in varus malposition. Femoral component was replaced with a ps femur with 12-mm ps bearing in the baseplate. Femoral component malposition in varus plus quite likely also issues in the sagittal plane that can however not be detailed due to lack of x-rays. Because component malposition was the core problem to cause instability and the surgeon is responsible for optimal component position, root cause of failure is procedure-related and this case is not device-related". -device history review: not performed as no lot code was provided. -complaint history review: not performed as no lot code was provided. Conclusions: review of the medical records provided indicated that the femoral component malposition in varus with quite likely also issues with optimal component position in the sagittal plane has contributed to symptomatic instability in the arthroplasty requiring revision to a ps class of knee device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Total right knee revision. Unstable.

Manufacturer narrative:
The following devices were also listed in this report: scorpio size 7 cr insert 10mm; cat# 72-12-0710; lot# lbb570. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Total right knee revision. Unstable.